Event description:
Technician alleged, the siderails would not latch.

Manufacturer narrative:
Technician replaced the pin latch, siderail release shaft, dampener and lubricated all of the siderails to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.